Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Four samples were received in used conditions without their original packaging, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The samples received did not present any damaged, kink, cut or condition that could cause failure mode. During the functional testing, the samples were fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. The root cause was unable to be determined. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that during a period of 2 weeks the flow into the patient stagnated and then stopped completely with 100 ml cassettes. There was usually 5-10 ml infused (the problem always occurred at the beginning of the infusion). No patient injury was reported.